Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the back of the pump the customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer reported physical damage crack on the back of pump from the bottom and end to the belt clip and pump functionality. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump was received with a cracked and broken belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 4.0 received the lowbatteryalert (104) on 03/26/2025 18:30:00 after more than 7 days at 10.77 days. Battery cycle 3.0 received the lowbatteryalert (104) on 03/15/2025 13:55:00 after more than 7 days at 21.85 days. Battery cycle 2.0 received the lowbatteryalert (104) on 02/21/2025 07:58:00 after more than 7 days at 13.42 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Perform the history review 1 week prior to the event date 01-apr-2025 in the pump history file and found 1 lowbatteryalert (104) on 03/26/2025 18:30:00.000, 1 lost sensor alert on 03/26/2025, 3 sensorerroralert (801) on 03/27/2025, 2 lost sensor alerts on 03/27/2025 and 1 nodelivery alarm on 03/29/2025. Earliest power data available per the power management tool/detail trace file is on 4/7/2025 12:58:56 pm. There was no power data available for the date of 03/26/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). Damage- belt clip damage or missing confirmed at the back of the pump. The pump passed the functional testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss not confirmed (battery anomaly not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.